Event description:
It was reported the subject device exhibited black image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the issue black image was caused by a component failure of the light transmission component. The issue of the light guide cover glass is chipped was caused by a component failure of the distal end cover glass. The issue of the universal cord is scratched was caused by a component failure of the universal cord. The issue of the rear end of the light guide bundle is severely bent was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.